Manufacturer narrative:
Welch allyn field service engineering has confirmed the terminal server failure.likely potential root causes for the customer's issue include firmware issue, loose connection and malfunction of internal/external power supply. The terminal server was replaced for the customer and no further issues have been reported. No further investigation will be conducted.

Manufacturer narrative:
A follow-up report will be submitted once the device evaluation is complete.

Event description:
Welch allyn received a report from a welch allyn customer stating that their ethernet switch was not switching on. A switch failure could result in a temporary loss of centralized monitoring. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).